Manufacturer narrative:
(B)(4). Batch #: unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lap gastric bypass the surgeon noticed a piece of rubber in abdomen. It was later identified as a piece of trocar valve. The piece was retried and trocar inspected at concluding of case to ensure no other pieces were lost. The procedure was successfully completed. There were fragments generated but easily removed. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 6/30/2022.